Event description:
Caller reported a malfunction on pump, identified with code malf 16-0x20e6. There was no adverse impact to customer¿s blood glucose level, which did not exceed 500 mg/dl. Cts sent a replacement pump, and caller was instructed to return the problematic pump to tandem using the provided return box and pre-paid label within 10 days, acknowledging and understanding the steps involved. Customer will use mdi as backup therapy to ensure continuous insulin delivery.